Manufacturer narrative:
Product complaint # (B)(4). Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission.  Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Biosense webster manufacturer's report numbers: 2029046-2020-00436, 2029046-2020-00438 are related to the same incident.

Event description:
This complaint is from a literature source. As reported in the literature publication entitled, ¿comparing between second-generation cryoballoon vs open-irrigated radiofrequency ablation in elderly patients: acute and long-term outcomes¿. 2 patients with symptomatic drug-refractory af who underwent radiofrequency (rf) ablation experienced pericardial tamponade.